Event description:
Original implant was in 1990. Pt did well in the beginning but began having difficulty with control requiring protective devices on a daily basis. Urodynamic study revealed no evidence of detrusor instability. Cystoscopy demonstrated no evidence of withdrawal erosion, no evidence of bladder neck contracture, the bladder itself appeared normal. Scheduled for revision, replacement or adding a second sphincter. Device was replaced 8/6/96.